Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed motor error for the past month. The blood glucose reading was 8.3mmol/l. Troubleshooting was performed, and the drive support cap was flush. It was stated that the device was not exposed to a high magnetic field. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.